Event description:
Contact in (B)(6) reports halo crown was placed onto patient due to odontoid fracture following bicycling accident. Patient was seen every 2 weeks since to evaluate and adjust skull pins if necessary. On saturday, (B)(6), 2012, the patient woke up hearing crack and the pin on the right rear side of the halo has shifted. Emergency room visited and no problems were found although the patient had a great deal of pain. Similar event happened on sunday the 2nd but with edema noted at the site. Patient is reported to have suffered severe pain and is presently being treated with pain medication. CT scan was taken to assess the level of healing of the original odontoid fracture. This will be used to see if the halo device can be safely removed.

Manufacturer narrative:
It is not known when the halo crown will be removed form the patient. As reported, a CT scan was taken to assess the level of healing of the original odontoid fracture. This will be used to determine if the halo crown can be safely removed. A follow up report will be filed when/if the halo crown is returned for evaluation. (B)(4): device remains on patient.